Event description:
Customer reportedly obtained results of 498mg/dl, 124mg/dl, and 131mg/dl on the advantage system within 10 mins. No action taken based on device results. No adverse event reported due to these results. Requested return of suspect system and replacement was sent.